Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or manipulation of the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat tortuous lesions in the femoral and iliac arteries. The balance middle weight (bmw) hydro guide wire was advanced with no resistance in an attempt to guide an unspecified diagnostic catheter; however, the tip of the guide wire separated. The tip of the guide wire was not retrieved. No further intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the distal tip of a bmw hydro guide wire broke at the connection point. There were no reported adverse patient effects. No additional information was provided.